Event description:
Situation: cadd solis vip pump shut off during a continuous infusion. Background: patient on continuous infusion via PICC to an ambulatory cadd vip pump. Assessment: audible pump alarm brought rn to the room for assessment. Upon assessment pump noted to be audibly alarming but pump was off. Able to turn pump on via power button, screen displayed "loss of power occurred while running, change batteries". Battery indicator display showing full battery power, batter last changed a few days earlier per report with routine cassette change. Upon review of event log on pump, pump powered down at 2:41. It is unclear how the pump powered down.